Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: ¿ red particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported implant defect diagnosed via ultrasound and intracapsular rupture diagnosed via MRI for an unknown side. Physician has provided ultrasound data showing "the integrity of the endoprosthesis on the right side may be deteriorated." Device has been explanted and replaced with a non-allergan device.

Event description:
Physician has provided ultrasound data showing "the integrity of the endoprosthesis on the right side may be deteriorated." Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported implant defect diagnosed via ultrasound and intracapsular rupture diagnosed via MRI for an unknown side. Device remains implanted.